Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to a migration of the electrode out of the cochlea. The user has been reimplanted.

Event description:
The device was explanted due to a migration of the electrode out of the cochlea. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. Further, a complete insertion was not achieved at implantation surgery. This is a final report.